Event description:
It was reported that 2 bd posiflush¿ pre-filled saline syringe with missing scale markings and label information on packaging was also missing. The following information was provided by the initial reporter, translated from italian to english: that they found two syringes of posiflush 10ml sp (code 306575) without stamping of contents and without scale marking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-sep-2022. H.6. Investigation summary: to aid in the investigation of this issue, three (3) syringe samples were returned for evaluation by our quality engineer team. The samples arrived well packaged to avoid any further damage. Two (2) of the syringes had no unit packaging and no barrel labels. One (1) syringe arrived within the unit packaging but with no barrel label. As a lot number was unknown for this incident, we were unable to perform a review of the production history records for the exact lot. The missing barrel labels for the 10 ml syringes could have been manufactured on six different validated lines. No quality notifications or second samplings have been reported for this type of defect on these lines this fiscal year. The plunger assembly machines and labelers have a vision system in place to detected barrel label issues, including missing label. If a syringe has no label, the rejection station must reject the affected syringe. However, if a failure occurs in the rejection process, the station stops, and the operator must check the cause of the stoppage and manually remove the defective sample. A failure in this process most likely resulted in this incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 2 bd posiflush¿ pre-filled saline syringe with missing scale markings and label information on packaging was also missing. The following information was provided by the initial reporter, translated from italian to english: that they found two syringes of posiflush 10ml sp (code 306575) without stamping of contents and without scale marking.